Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR: unit returned with its original pouch batch (B)(6). The returned device matches with upn provided by the customer. Visual inspection revealed a damaged tip. A section of the polymer jacket was peeled from the tip at the distal section and the wire was found kinked at the tip. No other issues were noted in the device. Under microscope it was confirmed the polymer jacket was peeled from the tip and the wire was kinked at the tip section. The polymer is covered the very tip. The device was measured in three sections (distal - medium - proximal) and confirmed it was within specification.

Event description:
It was reported that guidewire fracture occurred. The chronic totally occluded lesion was located in a severely tortuous and severely calcified vessel near the ankle. A 300cm straight tip v-14 control wire guidewire was advanced but it became fractured, although still connected. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guidewire fracture occurred. The chronic totally occluded lesion was located in a severely tortuous and severely calcified vessel near the ankle. A 300cm straight tip v-14 control wire guidewire was advanced but it became fractured, although still connected. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.